Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that the indwelling needle was opened to the intravenous channel, and the packaging of the indwelling needle was found to be poorly sealed and there was air leakage before venipuncture. Timely discovery and replacement, no injury was caused.